Manufacturer narrative:
The device will not be returned as it remains implanted. If additional information becomes available, it will be provided in a supplemental report.

Event description:
It was reported that patient (B)(6) underwent revision surgery due to loosening/lysis.aequalis humeral stem, humeral head and glenoid implant were removed.